Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 , the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a connection loss over 3 hours. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of connection loss over 3 hours. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of a low transmitter battery. Confirmation from transmitter that the serial number provided is not correct, but it is being sent for investigation due to a potential serial number ((B)(4)) error. The root cause of the permanent connection loss could not be determined.